Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Outcome of event:the maintenance engineer arrived at the site and after investigation, it was found that the measuring wire was broken. The spare measuring wire was replaced and the equipment was restored to use.

Event description:
In this event it is reported that propex ii eur gave incorrect measurements. No injury occurred.